Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip (80309u185) got caught in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and pre-existing chordal rupture. The vena cava was noted to be tortuous. The steerable guiding catheter (sgc 80124u134) was advanced into the anatomy, but kinked. The sgc was removed and was replaced with a new sgc (80316u120) . The first clip delivery system (cds 80312u252) was advanced to the mitral valve. The clip was implanted, reducing the mr to 2-3. The second cds (80309u185) was advanced; however, the clip got caught on the chordae and could not be freed from the chordae. Due to the situation in the right heart, the clip was implanted on the leaflets and chordae; mr increased to 3. There was possible tissue damage lateral from the pre-existing chordal rupture. The patient experienced hypotension and ventricular tachycardia, and air embolism was noted in the right atrium (ra). Medication was used to treat the hypotension. Aspiration was performed; however, no air was removed in the syringe. After the devices were removed from the anatomy, they were tested, but no leak was observed. There was no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported entrapment of device or device component appears to be due to patient morphology/pathology (vessel tortuosity, posterior leaflet flail, and a pre-existing chordal rupture). The tissue damage was therefore likely due to the attempts to free the clip from chordae and thus related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.